Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a carotid artery stenting procedure with a small hole sheath. Reportedly, after pulling the needle handle [plunger], the suture failed to connect with the vessel wall. The thread knot was found to be protruding [coming out]. A suture retrieval issue was noted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. It has been determined this event is a duplicate of an incident that was previously reported to abbott under MFR # 2024168-2023-09475-00 and MFR# 2024168-2023-09475-01 as the event date, physician, event details, hospital facility and device issues match. B3 - date of event: updated from 8/10/2023 to 8/2/2023. B5 - describe event or problem b6: date of relevant tests/laboratory data updated from 8/10/2023 to 8/2/2023 h6 - medical device problem code: 1142 removed and 1562 added.

Event description:
Subsequent to filing the initial MDR, update to case details: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a carotid artery stenting procedure with a small hole sheath. Reportedly, a suture break occurred during plunger removal. The knot was not successfully tied to the vessel wall. Manual compression was used to achieve hemostasis. No additional information was provided.